Manufacturer narrative:
The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that with a smarttouch thermocool sf nav catheter used via smartablate, rf ablation was performed in left atrium and within the coronary sinus. A pulmonary vein isolation (pvi) was performed for left and for right pvs. A roof line and a box line had been created via ablation and a mitral isthmus line had been created. All the ablation took place in the left atrium and to close the box line ablation had also been performed in the coronary sinus (cs). Smartablate was in power mode and in used with 120 seconds per ablation turn. Maximum power was 40 watts, average 32 watt. Maximum temperature observed 33 degree. Maximum force seen 70g. The catheter was had been drawn out to check the tip after a pulmonary vein isolation (pvi), after roof line and after mitral isthmus and every time without any char. Last ablation was done in the coronary sinus (cs) and at the end of the procedure when the catheter was drawn out, the physician recognized small char on the most distal catheter part. Ablation performed in the cs was 3 times a 120 sec and power between 20 and 25 watts. The case was completed with any patient consequence. Multiple attempts were done to request for further details of this event. However no additional information has been provided.

Manufacturer narrative:
Refer to evaluation summary manufacturer ref # (B)(4) it was reported that with the catheter rf ablation was performed in left atrium and within the coronary sinus. The catheter in use was a smarttouch thermocoolsf nav used via smartablate. The catheter was drawn out to check the tip after pvi. Every time without any charring. Last ablation was done in the cs and at the end of the procedure when the catheter was drawn out, the physician recognized small charing on the most distal catheter part. There had been no patient consequence. The returned device was visually inspected upon receipt and the tip dome had char. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Further investigation was made by r&d. The distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride. However, it remains unknown the origin of the material and how it contributed to the failure reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding the char has been verified. However, the catheter met the manufacturing specifications.